Event description:
Following pre-dilation of the target lesion site in the pt's saphenous vein graft to the circumflex, the vessel recoiled and closed. During attempts to advance a coronary stent with delivery system to the target lesion site, the stent embolized to an unknown location. Attempts to advance a second coronary stent with delivery system were unsuccessful. Blood flow became compromised due to vessel collapse. The pt became hemodynamically unstable and expired.